Manufacturer narrative:
Block b3: exact date unknown, event occurred a month following the implant date. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI#: (B)(4).

Event description:
It was reported that the patient experienced positional changes in stimulation on sub-threshold programs. Imaging confirmed that the leads had migrated far to the right. The patient underwent a lead revision procedure wherein bilateral coverage was confirmed during intraoperative testing. The patient was doing well postoperatively and the leads remain implanted and in use.